Event description:
It was reported that following a revision procedure (MFR. Report number 3006630150-2024-03351) the patient experienced inadequate stimulation and a new pain that persisted which caused her to be hospitalized. The patient was given an injection but no reprieve. The plan was for the patient to have a revision procedure, but when the patient underwent the procedure, it was noted that the patient had a non-boston scientific paddle lead that was grown into/stuck to her dura. Therefore, the physician did not feel it was safe to place a new paddle back in the space and the spinal cord stimulation (scs) system was then explanted instead. The hospital retained all explanted devices and will not be returned for analysis. Post operatively, the patient was recovering without post operative complication. However, a couple days after the procedure, the patient was diagnosed with pulmonary emboli. The patient was placed on anticoagulants. The patient was in otherwise good spirits and was being monitored at hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7076840, 7076848, 7076400, 7075729, 7072990, 7073253, 7073271. Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 541825. Product family: scs-adapters upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7051470, 7057602.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076840, 7076848, 7076400, 7075729, 7072990, 7073253, 7073271. UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 541825. UDI: (B)(4). Product family: scs-adapters upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7051470, 7057602. UDI: (B)(4). Correction to block h6

Event description:
It was reported that following a revision procedure (MFR. Report number (B)(4)) the patient experienced inadequate stimulation and a new pain that persisted which caused her to be hospitalized. The patient was given an injection but no reprieve. The plan was for the patient to have a revision procedure, but when the patient underwent the procedure, it was noted that the patient had a non-boston scientific paddle lead that was grown into/stuck to her dura. Therefore, the physician did not feel it was safe to place a new paddle back in the space and the spinal cord stimulation (scs) system was then explanted instead. The hospital retained all explanted devices and will not be returned for analysis. Post operatively, the patient was recovering without post operative complication. However, a couple days after the procedure, the patient was diagnosed with pulmonary embolism. The patient was placed on anticoagulants. The patient was in otherwise good spirits and was being monitored at hospital.